Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported results from a valid comparison, obtained within 10 minutes: 3:31 pm got 170 mg/dl, 3:33 pm got 106 mg/dl, 3:33 pm got 108 mg/dl, 3:34 pm got 122 mg/dl, 3:35 pm got 205 mg/dl, 3:37 pm got 110 mg/dl, 3:39 pm got 99 mg/dl. No adverse event reported, meter and strips replaced and requested for return..